Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving fentanyl, dose and concentration, unknown via an implantable pump. The indication for use was spinal pain. The patient reported that they were looking for a healthcare provider close by ¿that could remove the pump.¿ the patient stated the reason for the removal was that the ¿doctor made me od¿ and ¿gave me too much medicine and made me od¿. The patient was ¿having problems with him and was hospitalized.¿ the event date was noted as (B)(6) 2015. If the patient was able to find a physician to remove the pump and what steps were taken to resolve the pump issue not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
The date (B)(6) 2016 is an approximate date of explant (month and year known only). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by a consumer. It was reported that the patient¿s prior healthcare provider (hcp) gave her a lethal overdose during a refill and the patient¿s heart and brain and everything shut down, so she had it (pump) removed. They were able to restart her heart and brain. It was indicated that the patient was moved from critical care to a locked unit. The partial system explant (pump removal) occurred in (B)(6) of 2016; the date (B)(6) 2018 is considered an approximate date of explant (month and year known only). It was reported that the patient¿s pump previously administered fentanyl, dilaudid, and morphine of an unknown drug concentrations at an unknown dose rates; drug therapy dates not specified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.